Event description:
Related manufacturer report number: (B)(4).during an in clinic follow up, noise resulting in oversensing was observed on the right atrial (ra) lead. Additionally, noise was observed on the right ventricular (rv) lead. The noise was able to be reproduced during provocative testing. The patient was hospitalized and reprogramming was performed. Following the reprogramming the noise was unable to be reproduced. The patient was stable.